Event description:
The customer reported that during a liver resection, two instruments jammed and would not open. No info is currently available as to whether or not these devices were on tissue at the time. However, this incident resulted in a surgical delay of 40-50 minutes as the hosp ran out of instruments and they had to get a third instrument from another hosp.

Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.